Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. This is one of two submissions from the same event (1220246-2016-00111-line (B)(4) is the other submission.) No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 needs to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, the implant could potentially become entangled with the suture and pulled back from the meniscus. The implant may be pulled-out from meniscus due to the incorrect use of the depth stop or over tensioning of the suture construct. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by facility.

Event description:
It was reported that a total of five (5) ar-4502 devices were used during a meniscus repair procedure. Four of the five used had issues upon tightening, with one from lot 10025127 and three from lot 10023651. For three of the ar-4502 devices both implants pulled out of the tissue upon tightening. For one ar-4502 upon tightening the second implant pulled out but the first one remained behind the meniscus. Unknown which lot was involved in the peek implant remaining behind the meniscus. The fifth ar-4502 worked without issue (lot unknown). Surgeon also used two ar-4500, one which did not implant properly and both peek implants pulled out upon tightening. The other ar-4500 worked without issue.